Event description:
Doctor reported that after a routine service call, the service representative left the dcd parameter selected "off". The doctor used the system on a subsequent facial telangiectasia procedure and didn't realize the dcd parameter selection was "off". It resulted in a 3mm scar on the right check and a 7mm scar on the left check, after some restorative treatments.

Manufacturer narrative:
User error in not checking user selectable parameter prior to treatment.